Manufacturer narrative:
The certas valve (ID 828816) was returned for evaluation. Device history record (DHR): the product code 82-8816 with lot 6237168, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected; needle holes in the needle chamber. The valve was hydrated. The catheters were irrigated no occlusions were noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root causes for the issue reported by the customer could have been due to, ¿csf pressure is not sufficient to establish flow", at the time of investigation no flow or pressure issues were noted with the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve flow could not be confirmed. During the flow test prior to patient use, a small amount of flow was seen, therefore, operation was continued. However, after passing under the patient's skin, flow could not be confirmed from the distal catheter. The procedure was completed with a replacement product available. A surgical delay of more than 30 minutes was reported. No patient injury reported.